Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of increased threshold was not confirmed. As received, a complete lead with a stylet inserted was returned in one piece. Electrical testing and an x-ray examination revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead revealed no anomalies except for the damages found consistent with procedural damage.